Manufacturer narrative:
Evaluation summary: the incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a procedure, the sponges were unraveling, strings had to be picked out of patient. No additional p atient treatment was needed.

Manufacturer narrative:
Correction: evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. Without the original packaging or a reported lot number, the investigator could not determine if the product was within the assigned expiration date at the time of reported incident. The product in the picture did not meet specification. Visual inspection of the picture found the cotton was slightly unfolded and fraying. The customer reported that the device cotton was falling apart and could possibly leave remnants in the patient. The reported condition was confirmed. The investigation identified the root cause of the reported event to be unfolding and manipulation by the customer. If information is provided in the future, a supplemental report will be issued.